Manufacturer narrative:
An event regarding pain involving an unknown insert was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿an office visit of (B)(6) 2012 noted the patient had "pain left leg after car ride on (B)(6) 2012" and x-ray showed "no wear or loosening". When seen on (B)(6) 2013 her back and groin pain were resolved and she was to continue physical therapy. She was seen on (B)(6) 2103 "feeling much better". ¿no determination can be made regarding the cause of the squeaking ceramic/ceramic left total hip arthroplasty first noted seven-and-a-half years post-implantation. An increased incidence of noise phenomena in ceramic/ceramic hips has been reported in cases with vertically placed acetabular components. This may be relevant in this case.¿ product history review: a review of the product history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the reported event of ¿an office visit of (B)(6) 2012 noted the patient had "pain left leg after car ride on (B)(6) 2012" and x-ray showed "no wear or loosening". When seen on (B)(6) 2013 her back and groin pain were resolved and she was to continue physical therapy. She was seen on (B)(6) 2103 "feeling much better". The exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. The following devices were also listed in this report: 36/0 cobalt chrome head; unknown cat#; unknown, lot# trident hemispherical multi; 508-11-52e; 10664801; acetabular dome hole plug; 2060-0000-1; 23626903; 6.5 cancellous bone screw 20mm; 2030-6520-1; 22340101; 6.5 cancellous bone screw 30mm; 2030-6530-1; 23013401; accolade plus tmzf hip stem #2; 6021-0230; 9933505. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation, the patient began experiencing significant pain and discomfort in the area of the device and has undergone premature revision surgery. Per clinician's review, ¿an office visit of (B)(6) 2012 noted the patient had "pain left leg after car ride on (B)(6) 2012" and x-ray showed "no wear or loosening". When seen on (B)(6) 2013 her back and groin pain were resolved and she was to continue physical therapy. She was seen on (B)(6) 2013 "feeling much better". Physical therapy visits of (B)(6) 2013 and (B)(6) 2013 note "continued left hip pain ... Especially over incision". There is no follow-up subsequent to the (B)(6) 2013 physical therapy note.¿ pain after revision.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing significant pain and discomfort in the area of the device and has undergone premature revision surgery. Per clinician's review, ¿an office visit of (B)(6) 2012 noted the patient had "pain left leg after car ride on (B)(6) 2012" and x-ray showed "no wear or loosening". When seen on (B)(6) 2013 her back and groin pain were resolved and she was to continue physical therapy. She was seen on (B)(6) 2013 "feeling much better". Physical therapy visits of (B)(6) 2013 and (B)(6) 2013 note "continued left hip pain especially over incision". There is no follow-up subsequent to the (B)(6) 2013 physical therapy note.¿ pain after revision.